Manufacturer narrative:
An event of device malposition, paravalvular leak (pvl), and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the heart block occurred after partial recapture of the valve, and the physician believes the moderate calcification of the valve caused the pvl. Based on available information, the reported heart block appears to be related to the procedure, and the reported pvl appears to be related to patient condition (moderate valve calcification). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 29mm navitor valve was successfully implanted in a patient. It was noted via electrocardiogram, that the patient developed a left bundle branch block (lbbb) after a partial recapture of the valve. The patient was consciously sedated for procedure. A pre-implant balloon aortic valvuloplasty was performed using a 25mm non-abbott device. It was noted that the 29mm navitor valve was partially re-sheathed once do to non-uniform expansion. However, full expansion was achieved after partial re-sheath, with no need for post-dilatation. There was no calcification extending beneath the aortic annular plane in the interventricular septum. It was noted via angiogram, that post-implant there was mild perivalvular leakage. There was sufficient calcium to allow sealing and no noted anatomical or tissue/calcium interference affecting expansion. The patient's calcium distribution was symmetric leaflet calcification with no protrusion toward the left ventricular outflow tract. The final non-coronary cusp and left coronary cusp implant depth was 6mm. There was no post-implant balloon aortic valvuloplasty performed. There was no intervention performed for the patient's lbbb or mild perivalvular leak and no initial or prolonged hospitalization due to these events. On (B)(6) 2023, the an electrocardiogram revealed that the patient's lbbb continued to persist. It's believed that the cause of the patient's mild perivalvular leak was due to moderate calcification of the native aortic valve. The patient was stable and discharged at the time of report.